Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 220872881 was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter was broken at 14.31 inches from the lemo connector and the loop was kinked and ribbed. In conclusion, the mapping catheter failed the returned product inspection due to the kinked and ribbed loop. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter tested out-of-specification.